Event description:
It was reported that prior to use, the cs3000 intra aortic balloon pump (iabp) was not filling the intra-aortic balloon (iab). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) reported that as per his understanding, the reported issue had occurred prior to usage.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to the customer's site. The stm evaluated the iabp and was unable to duplicate the issue. The stm replaced the expired safety disc and performed compressor rebuild with 7500 hour kit. . The stm then performed all calibration, functional and safety tests on iabp. The iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cs3000 intra aortic balloon pump (iabp) not filling intra-aortic balloon (iab). It is unknown under which circumstances this event occurred. However, no death or injury was reported.